Event description:
It was reported that console was experiencing helium loss alarms and when they addressed the alarms, the screen would freeze up and would not pump. The console was also making a whining noise. The console was exchanged. There were no reported patient complications. Arrow field service evaluated the console. They found that when alarms initiated, customer would hit the alarms on/off button. The alarm stopped but screen remained frozen and stayed that way until "display freeze" was hit again. Field service could not duplicate helium loss alarms or find any other problems. Clinical support to address proper procedures for handling alarms with customer.